Event description:
Complications: operative none. One small piece of non latexglove was unaccounted for. A search was conducted for during the laparoscopy. We searched the omentum, the pelvic cavity, the upper abdomen, and the port sites, and could not find it. It was noticed missing at the end of the laparoscopic tubal procedure. Antibiotic precautions were taken during the surgery and will continue for approximately 1 week postoperative. I believe it is an inert material and should not cause problems. The patient will be notified. No other findings. The patient was stable when transferred to the recovery room.there have been no similar problems with these gloves. The patient's anatomy did contribute to this event. No manufacturing problem was noticed with the gloves that may have contributed to this event.